Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).